Manufacturer narrative:
Device received with operating currents within spec. Unit passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime device during prime test due to faulty force sensor system. Device received with broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads and minor scratches on lcd window.

Event description:
Customer reported via phone call that the reservoir compartment was broken. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.